Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of 2000 ohms. The patient also had four ventricular fibrillation episodes due to oversensed noise on their competitor right ventricular (rv) lead, which led to the patient receiving 24 inappropriate shocks. Additional information from the field revealed that the rv lead was fractured, however, this was not confirmed through x-ray or fluoroscopy. A revision procedure was performed and a new rv lead was successfully implanted. The ICD continues to remain implanted and in service. No adverse patient effects were reported.